Manufacturer narrative:
Updated fields- b4, g1 (contact person ¿ mfg site), g3, g6, h1 h2 , h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Additional details: initial reporter name: corazon cuaresma, event site email: (B)(6). It was reported that during inspection the cardiosave intra aortic balloon pump (iabp) failed electrical safety, ground missing from plug. There was no patient involvement and no adverse event reported. A getinge field service engineer (fse) confirmed the device failed electrical safety test. Ground was missing from plug. Fse replaced reel, ac power cord. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, initial reporter - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) failed electrical safety and ground was missing from plug. There was no patient involvement.